Event description:
Clinical study. Same case as MFR #6000089-2006-02356, 6000093-2006-02230, -02231, -02232, -02233. It was reported that 46 days post index procedure, the pt expired. The index procedure treated 4 target lesions. The proximal/mid left anterior descending (lad) artery was direct stented with one 3.5 x 16mm taxus express 2 stent. There was heavy calcification in the vessel. Residual stenosis was less than or equal to 30%. The obtuse marginal (om) was treated with 2 overlapping taxus express2 stents. Stent #1 was a 2.75 x 32 mm and 2nd stent was a 2.5 x 16 mm. There was severe tortuosity in the vessel. Postdilatation stenosis was less than or equal to 30%. The first posterolateral branch from the 2nd diagonal was direct stented with a 3.0 x 16 mm taxus express2 stent. There was severe tortuosity in the vessel. Residual stenosis was less than or equal to 30%. The proximal right coronary artery (rca) was treated with 2 overlapping taxus express2 stents. Stent #1 was a 4.0 x 32 mm and stent #2 was a 3.5 x 16 mm. There was severe tortuosity and heavy calcification. Post dilatation stenosis was less than or equal to 30%. Post index procedure, the pt went into cardiogenic shock. Per the physician, "stenting of proximal rca resulted in impairment of flow to sinoatrial branch, which caused bradycardia and hypotension. A proximal taxus stent covered rca ostium and caused plaque shift that narrowed but not totally occluded the origin of small sinoatrial brach. The normal sinus function ceased, compensated by slow nodal rhythm (43 bpm) which was accompanied by reflectory severe hypotension." The patient was treated with blood/plasma transfusion, CT scan, and hemodiafiltration which led to intermittent dialysis. The pt also received a pacemaker the next day. The pt experienced acute renal failure. Hypoxemic brain damage resulted. The pt received a tracheostomy, but arrested on day 28, with successful resuscitation. The tracheostomy tube was obstructed with suspected mucus. The pt experienced prolonged seizures, and prognosis was deemed poor. The pt expired on day 46. An autopsy was not performed. Immediate cause of death was pneumonia, with primary cause as coronary artery disease. In the opinion of the physician, there was a possible relationship between the death and the taxus stent.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch #8257081 found that the device met its material, assembly and product specifications, at the time of release to distribution.